Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. 3.3 inspection of the endoscope. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings documented in b5, additional findings are as follows; objective lens had foreign objects; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; bending section cover, objective lens, plastic distal end cover, connecting tube, video cable, light guide protector, universal cord, protector of universal cord on control section side, protector of universal cord on suction connector side all have a scratch; adhesive on bending section cover and light guide lens both have a crack; adhesive on bending section cover had white-clouded area; adhesive around objective lens and adhesive around light guide lens were both peeled; connecting tube had a buckling; and the protector of the video cable section had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had yellow liquid coming out of the plastic distal end cover. The issue was found during reprocessing. There were no reports of patient harm or procedural delay.